Manufacturer narrative:
The initial MDR submission was erroneously submitted as a 5 day report and is being amended. Gehc-surgery/oec is not required to initiate any action at this time to prevent an unreasonable risk of substantial harm.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Multiple system fast stop circuit assembly connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that when the user was attempting to save, the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.